Event description:
Pt alleges she received a left breast implant on 9/12/75. She also alleges capsular contracture on her left side as of sept. 1983. Pt had removal and replacement on 4/21/84. Physician states, "joint stiffness and soreness recently. Concern with possibility of rupture of prosthesis (fullness under both axillae)." Reference mw072264, mw072264a.